Manufacturer narrative:
The reported event that the led cover is broken off was confirmed during the visual inspection.. Based on a review of the device IFU any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.